Event description:
The reporter indicated that after seit, the programmer would not allow ac induction due to excessive residual voltage (110v). Upon initiation of t-wave shock induction, pacing was observed at 120 ppm with auto iegm and without t-wave shock. No induction occurred and ac tried again with success. The device operated properly and the pt was o.k. The event/implant date is estimated, and there is no pt information available at this time.